Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported the pump would not power on, gave no audible prompts or visual display and no vibrations. The patient noted the pump was exposed to a commercial magnet from clothing. The patient replaced the lithium battery to no avail, and the pump did not power on. Troubleshooting revealed the battery cap was secure, there was no corrosion or cracks in the battery compartment, the pump was not exposed to water and had not suffered any trauma. The patient had not experienced any symptoms of high or low blood glucose levels and reported no adverse event occurred due to this issue.